Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. Though it is written in the complaint report and reported that the product would be returned to the manufacturer for evaluation, the product was not returned to the manufacturer. No evaluation ca be performed. From the information provided based on the complaint description, the product history records and the recurrence of this type of event for this product, the investigation found no evidence to indicate a device related issue. Indeed, the disassembly occured when the surgeon tried to reposition the prothesis . According to the product manager, it is recommended to not reposition the prosthesis before releasing it. Indeed, when the vertebral endplate's teeth penetrated into the subchondral bone, no reposition of the implant is recommended. It is clearly stated in the surgical technique to avoid lateral and rotational movements of the implant-to-peek cartridge assembly during and after insertion (step 11: device insertion). Moreover, it was reported that the surgeon did not use the mobi-c distraction forceps. It is clearly stated in the surgical technique that it is important to achieve parallel distraction by using the caspar distractor to maintain the parallel distraction achieved by the paddle distractor (step 3: parallel distraction). Finally, it was reported that the surgeon did not use the mobi-c no touch level. Its use is clearly stated in the surgical technique to verify the correct position and axial rotation about the transverse plane of the implant inserter (step 10: verify insertion trajectory). Investigation found no evidence on a device issue , root cause related to not following the instruction for prothesis positioning. Yet, if the product is returned and its evaluation sheds new light on the investigation, this case will be reopened, the root cause of the complaint will be reevaluated and a medwatch follow-up report will be sent.

Event description:
Mobi-c p&f us : disassembled and explanted mobi-c disc from information provided initially by the reporter: the surgeon inserted the initial disc but did not like the placement of it on x-ray. He attempted to maneuver the implant so he could achieve the placement he wanted. Specifically, he identified the lateral fins on the implant not being superimposed (an indicator the implant is dead center on a lateral x-ray). After unsuccessfully attempting to alter the implant¿s position, he then removed it from the disc space with the goal of reinserting it. However, when he removed it, it came apart. Since it is not possible to reassemble it once this happens, another implant of the same size was requested, opened and then used. No delay sup to 30 min. Additional information on (B)(6) 2018: the patient is doing fine, nothing out of the ordinary from a standard cdr. The depth stop was set to zero. The surgical technique was followed when loading the implant on the inserter. The disc was under distraction. The surgeon not encountered a resistance while the insertion of the implant. No more than he typically faces. The implant was slightly rotated initially but only a degree or two. But it was not the insertion that caused the disassembly it was the adjustment and subsequent removal attempt. No difference between step 1 and 2 other than the surgeon did not attempt to rotate the implant in-situ at all. The surgeon did not use the mobi-c level. The surgeon did not use the mobi-c distraction forceps additional information on (B)(6) 2019: the reporter corrected the informations previously provided about the patient.

Manufacturer narrative:
The product was not returned to ldr medical yet. The review of the device history records and the traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. The investigation still in progress. Conclusion not yet available.

Event description:
Mobi-c p&f us : disassembled and explanted mobi-c disc. From information provided initially by the reporter: dr (B)(6) inserted the initial disc but did not like the placement of it on x-ray. He attempted to maneuver the implant so he could achieve the placement he wanted. Specifically, he identified the lateral fins on the implant not being superimposed (an indicator the implant is dead center on a lateral x-ray). After unsuccessfully attempting to alter the implant¿s position, he then removed it from the disc space with the goal of reinserting it. However, when he removed it, it came apart. Since it is not possible to reassemble it once this happens, another implant of the same size was requested, opened and then used. No delay sup to 30 min. Additional information on (B)(6) 2018: the patient is doing fine, nothing out of the ordinary from a standard cdr. The depth stop was set to zero. The surgical technique was followed when loading the implant on the inserter. The disc was under distraction. The surgeon not encountered a resistance while the insertion of the implant. No more than he typically faces. The implant was slightly rotated initially but only a degree or two. But it was not the insertion that caused the disassembly it was the adjustment and subsequent removal attempt. No difference between step 1 and 2 other than the surgeon did not attempt to rotate the implant in-situ at all. The surgeon did not use the level. The surgeon did not use the mobi-c distraction forceps.